Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was freezing continuously. Review of the system log files showed frontal x-ray generator errors, 02hg and 02vw for frontal generator q1. Fse replaced the q convertor in frontal generator and performed tube adaption. After which the system was returned to good working condition. The codes were updated based on the investigation outcome. Evalution method code was corrected.

Event description:
It was reported that the system is continuously freezing for a couple of seconds. The system was in clinical use. This reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows:certain procedures listed in the intended use above are used to prevent death and permanent impairment of the patient, for example in the cases of heart attack and stroke. The time it takes to clear a vessel occlusion is critical in these cases and to the outcome of the patient.